Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of exposed frayed and broken internal wires from the pvc overmold. The ac power cord with ferrite ¿ us/canada and desktop 12v power supply were observed to be returned with no visible damage. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No software malfunctions or anomalies were observed. No attempt was made to power on the unit using the right ang ext cable (600015768) it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully with the power supply (cc-002403) connected directly to the main unit assembly. Manipulation of unit¿s power supply connections at various areas while it was powered on produced no intermittent malfunctions or deficiencies. Sparks were never encountered when the unit was powered on. Unit passed diagnostic test (reference attached diagnostic test results). Complaint of ¿it was reported that the patient electronics system (pes) had sparking at the power connector cord¿ was not replicated but determined to be confirmed. Root cause of unit allegedly producing sparks when powered on in the field concluded to be due to damage to right ang ext cable (600015768).

Event description:
The patient reported sparking at the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.